Manufacturer narrative:
(B) (4).

Event description:
On (B) (6)2010, a family member reported a pt death. The cause of death and device relationship unk. Add'l info has been requested from the hcp, but was not available as of the date of this report.